Manufacturer narrative:
Manufacturer's investigation conclusion: the event of a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) (serial number: mpu-47163) was not returned for analysis; however, a log file was downloaded for review from the returned heartmate 3 system controller (serial number: (B)(4) - MFR # 2916596-2022-11925). A review of the log file showed events spanning approximately 14 days ((B)(6) 2022, (B)(6) 2022, (B)(6) 2000 per timestamp). Events occurring on (B)(6) 2022 and (B)(6) 2000 were recorded during testing at abbott. Loss of external power events were active intermittently on (B)(6) 2022 from 16:58:04 ¿ 16:59:11 and on (B)(6) 2022 from 21:26:17 ¿ 21:26:22 that were coincident with no external power, low power hazard and power cable disconnect alarms. This event appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected by these events. The backup battery supported the system without any issues. There were no other notable alarms active in the log file. Additional information provided stated that the mpu has a v-lock connector on the power cord, that cause of the total loss of power to the mobile power unit (mpu) was unknown, and that the mpu would not be returned for analysis. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 31jan2022. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during review of the downloaded log file it was determined that there were loss of external power events on (B)(6) 2022 and (B)(6) 2022 while the patient was on the mobile power unit that were consistent with no external power, low power hazard, and power cable disconnect alarms. Related manufacturer reference number: 2916596-2022-11925.